Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device change procedure, physician observed that the isolation of the left ventricular (lv) lead was broken until the sleeve, and the inner conductor visible noted as insulation damage. The patient experienced partly muscle twitches when position changes due to missing insulation. The lv lead was partially explanted due to lead could not be completely explanted. The lv lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, and there was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.